Event description:
Philips received a complaint on the heartstart xl indicating that the device still showed no power after 12 hours of charging. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the battery is end of life. Reported problem was solved by customer, after replacing the battery, device was successfully returned to service. The investigation concludes that no further action is required at this time.